Event description:
It was reported that "the catheter did not pace or sense an intrinsic electrical signal during use." There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. It is not known if some clinical or procedural factors may have contributed to the event. No actions will be taken at this time.